Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-may-2018 with the following findings: during the investigation, unexplained power resets were observed in the black box history. The battery compartment was found to be cracked on the side from the threads to the cover. Corrosion was observed inside the battery compartment. The returned battery cap had stripped threads. The cap was unable to maintain electrical connection. The reported ¿power¿ complaint was duplicated. A test battery cap was able to fit to maintain electrical connection. The pump emitted a cs088 alarm during the 24-hour testing. Investigators were unable to complete the 24-hour duration test due to the alarm. A leak test failed with a battery compartment leak. The pump¿s cover was removed, and internal moisture was observed on the printed circuit board and internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter alleged the battery compartment was cracked with moisture present. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.